Event description:
Same case as MFR ID # 2134265-2012-07837. It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The 95% stenosed, 30mm long, diffuse target lesion was located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc 2.0x20mm balloon with 6 inflations at 12 atm. The 3.0x32mm promus element stent was deployed at 12atm for 20 seconds. The stent was post-dilated with a 3.5x20mm nc quantum apex balloon with 3 inflations to 20atm for 20 seconds. The implanted stent was well apposed. A second 70% stenosed target lesion was located in the mid circumflex. No pre-dilation was performed and the 3.0x12mm promus element was deployed at 12atm for 20 seconds. The stent was post-dilated with a 3.5x8mm nc quantum apex. In november 2012 patient returned for repeat angiography due to chest pain. Angiography revealed 40% stenosis proximal to the 3.0x32mm stent implanted in the lad, and mild in-stent restenosis and malposition. 100% fibrotic restenosis and timi flow 0 was noted in the 3.0x32mm stent implanted in the mid circumflex. The mid circumflex was wired and pre-dilated with a non-bsc 1.5x10mm balloon to 14atm for 22 seconds and 2.0x10mm balloon to 14atm for 22 seconds. Post-dilation angiography revealed 2.7mm vessel diameter. A 3.0x30mm non-bsc stent was deployed at 10atm for 22 seconds. The stent was post-dilated with a 3.5x12mm nc quantum apex with 5 inflations to 18atm for 10 seconds. 0% residual stenosis was noted with timi 3 flow. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).